Manufacturer narrative:
A steris service technician arrived at the user facility, evaluated the lighting system and found the set of screws threading the monitor cover into place had become unthreaded causing the left cover to fall off. It is unknown how the screws became unthreaded. The light is normally maintained by a 3rd party service provider. In addition, the customer reported that the lighthead and monitor arms drift once set into position. The technician adjusted the lighting system's brake friction to the customer's satisfaction, tested the unit and returned it to service. No further issues have been reported.

Event description:
The user facility reported the plastic monitor covering fell off of their dual m5 air lighting system. The issue did not occur during a patient procedure. No injury was reported due to the event.